Event description:
Same case as #2134265-2008-05020. It was reported that post a coronary drug eluting stenting treatment procedure, in stent restenosis occurred. In 2005, the patient was admitted with evidence of a non q-wave myocardial infarction. The patient had been experiencing intermittent episodes of jaw, throat, chest and arm discomfort, which began about one week earlier. EKG showed changes including inferior t-wave inversions. The following day, the patient was transferred to a different facility for cardiac evaluation. After being seen by cardiology, a diagnostic cardiac cath was scheduled for the next morning. Angiography revealed the circumflex artery (cx) had an eccentric 90% stenosis located immediately proximal to the origin of a large first marginal. A high grade stenosis of the cx in the a-v groove distal to the ostium of the first marginal was also noted. The patient returned to the cll the next day for a complex bifurcation stenting of the cx artery. A series of predilations were performed with a 2.5x15mm quantum maverick balloon. Next a taxus express2 2.5x20mm drug eluting stent was deployed at 14 atm's in the proximal cx, this stent extending into the first marginal effectively jailing the continuation of the dominant cx in the av groove. The stent was post dilated with a 3.5x8mm quantum maverick balloon. Following deployment of the stent, further injections demonstrated a residual high-grade ostial stenosis of the continuation cx in the av groove associated with timi 3 flow. The guide wire was repositioned crossing the sidewall of the deployed stent gaining access to the distal cx in the av groove. A 2.5x15mm quantum maverick balloon was reinserted and advanced across the stent sidewall and the balloon was inflated to 12 atm's with dilation of stent fenestration. A taxus express2 2.5x16mm drug eluting stent was then advanced across the sidewall of the originally deployed stent and positioned with the proximal aspect of this stent being contained within the region of already stent covered vessel in the proximal cx. This stent was deployed at 9 atm's. Following deployment, the delivery balloon was slightly withdrawn and inflated to 12 atm's. The device was removed and a 3.5x8mm quantum maverick balloon was reinserted, and a series of post dilations were performed at 14-16 atm's throughout the entire segment of the proximal overlapping stents extending carefully to the point of bifurcation to the vessel. Angiography revealed an excellent result with the complex bifurcation stenosis being functionally normal. The patient was discharged the following day on plavix for one year and aspirin daily. In 2007, the patient presented with shortness of breath, nausea and chest and left neck discomfort. Nitroglycerin (ntg) and aspirin did not give relief in the ER, EKG changes were noted. The next day, the patient had good relief with ntg. The patient was transferred to a different facility for a cardiac cath where he was found to have in-stent restenosis of both stents and a new 95% stenosis at the ostium of the left anterior descending artery (lad). The patient was referred for bypass surgery and coronary bypass x 3 was performed three days later. The patient was discharged home one week post bypass surgery. No further complications were reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.